Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1333, awareness date 03-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. Consumer reported for 10 years she had no idea what was wrong with her. After having the essure in 2006 she bled for 10 months. She had to get another surgery and the bleeding stopped for the next 7 years. In 2006 she had (still has) uncontrollable pain in her abdomen. She was diagnosed with chronic abdomen pain. She read the symptoms that were on the essure site. She had almost 75% of those for the past 10 years. In 2010 she had to have a partial hysterectomy because she had a mass 7 cm big on her ovary, so her ovary, her tube and part of her uterus had to come out. She was (B)(6) years old. She is now (B)(6). She is still dealing with this pain in her abdomen. She hates sex because it hurts so bad. She has had 6 surgeries on her abdomen, including c-section, an appendix, a thermal ablation, dilation and curettage, laparoscopy and partial hysterectomy. Result and assessment of the product technical complaint investigation received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after having the essure placed she bled for 10 months (genital bleeding). She had to have another surgery and the bleeding stopped for 7 years. Approximately 4 years later, she had to have a partial hysterectomy because she had a mass 7 cm big on her ovary (interpreted as ovarian mass). Her ovary and her tube were also removed. These events are serious due to their medical importance. The genital bleeding is listed while the ovarian mass is unlisted in the reference safety information for essure. Considering the localized action of essure in the fallopian tubes and the nature of these events, a causal relationship between the genital bleeding and essure inserts cannot be excluded. However, the causal relationship between essure and the ovarian mass is unlikely. This case is regarded as incident since a required intervention was performed to treat an essure-related event. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.